Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The device was found to deliver and operate within specification and the customer reported issue could not be reproduced during evaluation. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump would not infuse during programming/ setup. There was no known patient injury or medical intervention associated with this event. No additional information is available.